Event description:
A customer reported a sys message displayed during setup for a procedure. The case was canceled. The pt had already received peribulbar anesthesia in preparation for the surgery. There was no pt harm.

Manufacturer narrative:
The company rep examined the sys and confirmed the sys message reported. The pneumatics module was replaced. The sys was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. The root cause cannot be determined conclusively. (B)(4).